Event description:
The customer reported that the right-hand foot-end side rails of the citadel plus bed frame was broken and completely hanging off. The arjo service technician inspected the bed and found that the side rail detached, screws holding the panel to the metal plate were ripped off there was no indication of the patient involvement. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out by the manufacturer revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail such as pushing the s-side panel out from inside of the bed, or incorrect operation of width extension frame. This is in line with the side rail condition and the information provided by the customer that the damage to the safety side panel was caused by an air mattress, and that the ward may have inflated a mattress without extending the sides. During the facility visit, the arjo representative noted that the width extension frames, which are intended to increase the bed width, were not in use. An unspecified talley mattress (a non-arjo device) was placed on the bed. Although the exact width of the mattress is unknown, the customer¿s statement suggests that the mattress support surface was not adjusted to match it. Without the use of extension frames, the mattress could exert pressure on the side rails, resulting in their damage and subsequent detachment. The technician reported that, although the customer attributed the damage to the air mattress, the device inspection revealed that the side panel exhibited significant damage more consistent with an impact rather than pressure from mattress inflation. However, this scenario was not confirmed. The instruction for use for citadel plus bed frame (831.374-en rev. I) instructs user ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ additionally, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Sum up, the side rail detached due to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. The bed frame was damaged, therefore the arjo device did not meet specification. There was no indication of the patient involvement. No injury was reported. The complaint was assessed as reportable due to the side rail detachment. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
The service of the citadel plus bed frame was requested due to the damage of the right-hand foot-end side rail. The customer staff reported "it is completely hanging off; it looks like the ward may have inflated a mattress without extending the sides." The arjo service technician inspected the bed and found that the side rail detached, screws holding the panel to the metal plate were ripped off. There was no indication of the patient involvement. No injury was reported.